Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/18/2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-119mg/dl fasting. Verified the strips expire 9/22/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 79mg/dl and 58mg/dl fasting. Reviewed meter memory a 79mg/dl, (B)(6) 2016 02:14:00 pm, fasting:yes. A 89mg/dl, (B)(6) 2016 01:59:00 pm, fasting:yes. A 70mg/dl, (B)(6) 2016 05:18:00 pm, fasting:yes. A 54mg/dl, (B)(6) 2016 05:17:00 am, fasting:yes. A 40mg/dl, (B)(6) 2016 05:12:00 am, fasting:yes. Customers main concern is difference in blood results when performing back to back test. Customer believed results were inconsistent when performing back to back test. Customer felt differences in back to back test were wide.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-119mg/dl fasting. Verified the strips expire 9/22/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 79mg/dl and 58mg/dl fasting. Reviewed meter memory: (B)(6). Customers main concern is difference in blood results when performing back to back test. Customer believed results were inconsistent when performing back to back test. Customer felt differences in back to back test were wide.